Event description:
It was reported that there was a problem with impedance and a question as to lead fracture. Review of device data noted patient alert for high defib impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "fine".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) defib conductor fractured, the lead flexed, and outer insulation was cut and had cosmetic depression; full lead in segments returned and analyzed.